Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a high temperature alarm condition was observed. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.